Event description:
It was reported, that during preparation for procedure. The camera head had no image. There were no reports of patient harm.

Manufacturer narrative:
E1: address: (B)(6). The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the camera cable is broken. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the failure of the camera cable prevented normal communication, and we assume that this is the cause of the no-images event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for procedure, the camera head had no image. There were no reports of patient harm.